Event description:
It was reported that the implantable cardiac monitor was recording false positive asystole episodes due to possible "potential electrode lift off". The physician was also questioning why an episode that looks like sinus tachycardia is classified as atrial tachycardia, and why not all of the electrograms are stored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime asystole episode counter is 1.